Event description:
Pt had epidural places with arrow kit. Pt complained of pain. On assessment rn found that epidural catheter was broken. Anesthesia was removed and new epidural placed. FDA safety report ID# (B)(4).